Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. Dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) over-sensing was noted on the right atrial (ra) lead. This caused inappropriate anti-tachycardia pacing. It was also reported that the ra lead was under-sensing p waves. The lead remains in use. No patient complications have been reported as a result of this event.